Event description:
The patient reported experiencing elevated blood glucose of 27-28 mmol/l (486-504 mg/dl) on the event date. Her normal blood glucose level is 7 mmol/l (126 mg/dl). She bolused through the infusion device but her blood glucose did not decrease. She injected 11 units of insulin via pen to lower her blood glucose. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.